Event description:
Emt's responded to a person described as in cardiac distress, conscious, breathing and with a pulse. The device was connected to the pt and the analyze button pressed. According to the reporter, the device advised a shock and began charging. The operator powered down the device and transported the pt to the hosp. No adverse effects were reported as a result of the alleged malfunction.